Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument cable came off at the end of the arm, one side of the instrument was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.